Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power alarms and above normal power and the patient presented with coke colored urine, dark tarry stool, hematuria, elevated lactate dehydrogenase (ldh) and suspected pump thrombus. The patient was treated with packed red blood cells (prbc) and thrombin inhibitor. Several days later the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the log file analysis revealed a sudden increase in the power consumption and estimated flows beginning on (B)(6) 2020 to the parameters above normal operating range and 49 high watt alarms have been logged since (B)(6) 2020. Information received from the site revealed that the patient had coke colored urine, dark tarry stool, hematuria, elevated lactate dehydrogenase (ldh) along with high power and elevated flow. Of note, the patient was treated with packed red blood cells (prbc) and thrombin inhibitor. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the vad instructions for use, device thrombus and hematuria are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. However, based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history of bleeding and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction to patient information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b5: event description was corrected to include contributing factors and test results. Correction b7: relevant history was corrected to include a previous adverse event. Product event summary: (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of the log file analysis revealed a sudden increase in the power consumption and estimated flows beginning on (B)(6) 2020 to the parameters above normal operating range and 49 high watt alarms have been logged since on (B)(6) 2020. Information received from the site revealed that, in addition to the high power and suspected thrombus, the patient had coke colored urine, dark tarry stool, hematuria, elevated lactate dehydrogenase (ldh). The patient was treated with an argatroban drip and intravenous (IV) heparin. It was further reported that the patient was not a candidate for tissue plasminogen activator (tpa) due to ongoing gastrointestinal bleed (gib) concerns nor a candidate for a vad exchange due to metastatic lung cancer. The patient was discharged home on hospice and several days later the patient expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hemolysis and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus or hemolysis events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progressi on of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and above normal power and the patient presented with coke colored urine, elevated lactate dehydrogenase (ldh) greater than 2500, and suspected pump thrombus. It was noted that patient had not been on aspirin (asa). The patient was treated with an argatroban drip and intravenous (IV) heparin. Two days later, the patient continued to have ldh greater than 2500 and plasma free hemoglobin (hgb) greater than 200 despite medical treatment. It was further reported that the patient was not a candidate for tissue plasminogen activator (tpa) due to ongoing gastrointestinal bleed (gib) concerns nor a candidate for a vad exchange due to metastatic lung cancer. The patient was discharged home on hospice. Several days later, the patient subsequently expired on hospice care.